Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was very anxious and not feeling right. Patient stopped taking their medication. Checked both implants at the time of the report and they showed on/ok for both sides. Patient is to follow up with the hcp. No further patient complications were reported/ anticipated as a result of this event. Additional information was received. It was reported the patient was having problems with walking, their right side was being weak, and they were unable to move their right arm. The speech was also not doing well. The patient called to make sure their implant was working. They synced with the patient programmer and it showed both of the implants the stim was on and okay at 2.50 v. The patient wasn't feeling good. The patient woke up today and their brain/head was so hot. This feels more severe than in the past and it started this morning. The patient was a little anxious, they were "having like almost a panic attack". The patient was on the medications: mirtazapine, clonozepam, and seroquel. During the call, they saw a reposition antenna screen a few times to connect to one side but was able to successfully connect and check both inss. No further complications were reported.